Event description:
A patient of unknown age and sex was to receive hemodynamic support from an impella cp heart pump due to severe cgs post CPR and ECMO implant. Attempts to insert the pump were unsuccessful. An attempt to insert a second pump was also unsuccessful. The guidewire and pigtail catheter could not cross the aortic valve because it wasn't opening due to ECMO therapy (CPR was applied in the meanwhile). CT later showed dissection of aorta / iliac artery. Md not completely sure, if dissection was already there or caused by guidewire/pigtail catheter, but states that the advancing of said went without any resistance. Percutaneous coronary intervention was performed with the support of an already connected extracorporeal membrane oxygenation (ECMO). Patient died of cgs later, did not undergo vascular surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.